Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 425cc, serial number (B)(4), catalog number 3501670 manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline breast implant that left side deflated after implantation. As a result, patient is scheduled for explant on (B)(6) 2018.

Manufacturer narrative:
On 5/4/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.4 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/19/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/14/2018, additional information received that on (B)(6) 2018 patient elected to undergo bilateral removal, even though there was no issue with the right side device: the replacement devices are as follow: left breast implant saline mentor smooth round moderate profile 375cc, serial number: (B)(4),lot number:7437829 catalog number: 3501660. Right breast implant saline mentor smooth round moderate profile 325cc, serial number: (B)(4), lot number:7466654 catalog number: 3501660. Concomitant product: right mentor smooth round moderate profile, 425cc saline breast implant, catalog number 3501670, lot number 6477262, and serial number (B)(4). Manufacturer¿s reference number: (B)(4).